Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 86,401 joules. Also, it was reported that the physician completed the case with this fiber. The device was not returned for eval.